Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to recognize a battery was installed and inappropriately indicated ac power. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4). The reported malfunction was observed during testing. However, the reported problem could not be duplicated. The device's hex nut (x2) were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.